Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, a partial migration of the active electrode out of cochlea could be confirmed by diagnostic imaging. Further the recipient experienced pain during single channel stimulation most likely due to electrical stimulation in the middle ear caused by the extra-cochlear channels. This is a final report.

Event description:
The user's hearing performance with the device is affected. It was already noticed in april 2017 that channel 12 did not achieve sufficient loudness perception. The user has been re-implanted on the (B)(6) 2021. During the explantation electrode migration was confirmed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Imaging showed partial electrode migration with 2 electrode contacts out of cochlear. A full insertion was reportedly achieved during initial surgery. Further electrode migration is suspected.

Manufacturer narrative:
Additional information: based on the received information from the field, a partial migration of the active electrode out of cochlea could be confirmed by diagnostic imaging. Further the recipient experienced pain during single channel stimulation due to electrical stimulation in the middle ear caused by the extra-cochlear channels. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. It was already noticed in (B)(6) 2017 that channel 12 did not achieve sufficient loudness perception.